Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified white particles, opening on radius, crease fold, and wear abrasion. Leak test and microscopic analysis were performed which identified: striated opening, opening crease smooth, and observed void >1 mm in non-textured, valve-to shell-bond area. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated opening due to surgical damage consistent in the use of some surgical tools, and an opening crease smooth on posterior due to fold flaw opening.

Event description:
Device has been explanted.